Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt the lead exhibited low impedance after multiple attempts. It was noted that the patient had challenging anatomy especially a heavily scared atrium. It was also reported that during an attempt to maintain access there was a breach in the insulation. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned stretched from origin length 45cm to 46cm. Visual inspection found the proximal conductor distorted. The outer and inner insulation visibly b reached. Insulation breach is related to the complaint of low impedance. If information is provided in the future, a supplemental report will be issued.